Manufacturer narrative:
Additionally, the getinge fse that had evaluated and cleared the iabp for clinical use as mentioned in the initial emdr, had also completed a full preventative maintenance not related to the reported issue, where the safety disk and tidal volume disk were also replaced as it exceeded 6,000,000 inflate/deflate cycles. The 9v daughter board battery was replaced as daughter board check failed to beep, and b.17 software was installed. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The scroll compressor was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the scroll compressor and no visual damage was observed. The temperature sensor was not included with the compressor. The national repair center installed the a temperature sensor into the compressor and then installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per procedure number and the cardiosave service manual. The compressor passed the testing. The compressor then ran for 17 hours. After 17 hours, it was then retested; the compressor passed the testing. The complaint was not verified. The compressor was retained in the nrc per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse replaced the scroll compressor as a precaution. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a temperature override message. No patient harm, serious injury or adverse event was reported.